Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the stitching of the meniscus with a fast fix 360, t2 did not anchor in the meniscus. No patient injury was reported.

Manufacturer narrative:
The complaint cites: ¿it was reported that during the stitching of the meniscus with a fast fix 360, t2 did not anchor in the meniscus.¿ the device was used for an acl reconstruction. T1, t2 and suture were returned with the device but freed from the needle track. The device is in poor condition. The delivery needle is quite deformed. This is consistent with difficulty in reaching the desired procedure site. The device no longer cycles or actuates due to the damage attained. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device can be confirmed. Information added. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Complaint history search revealed no additional complaints for this production lot.